Manufacturer narrative:
Due to fact that this is a legal claim, zimmer legal department has been provided with the available facts from the customer. The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient received a biolox option hd/adpt, 12/14, 32 x- 3.0 on (B)(6), 2012 on the right side and was revised on (B)(6), 2014 due to instability.